Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt user. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending board was replaced to address the issue.